Event description:
Procedure: lavh; according to the reporter: the surgeon lost two needles off the polysorb endo stitch suture when bringing endo stitch out of the abdominal port. It was not known if needles were retrieved, how long it took or if the incisions were extended.